Manufacturer narrative:
Insulin pump passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had unexpected restart alarm. Customer¿s blood glucose was unknown. Customer was able to clear the alarm and able to complete rewind. Troubleshooting was performed and received another pump alarm after a battery change. Customer has called about the alarm received alarm twice. It was also reported that the customer was not using insulin pump for 36 hrs when her daughter was admitted at the hospital. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.